Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in polypectomy during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, there was bleeding at the polypectomy site. A resolution 360 clip was applied, but it did not deploy, and the handle fell apart. The procedure was completed with unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to december 1, 2024, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block b3: date of event was approximated to december 1, 2024, based on the date the manufacturer became aware of the event. Block h2: correction: block b1 (adverse event/product problem), block g1 (MFR site facility name, MFR site address 1, and MFR site city), block g2 (report source) and block h10 (related report number (0)). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in polypectomy during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, there was bleeding at the polypectomy site. A resolution 360 clip was applied, but it did not deploy, and the handle fell apart. The procedure was completed with unknown device. There were no patient complications reported as a result of this event.